Manufacturer narrative:
H3: product analysis of product: 55840008590; lot: h5906699. Visual examination confirmed that the screw was broken. Microscopic examination of the fracture surface revealed a fairly flat surface. The damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal revision surgery. It was reported that, two sacral screws fractured from surgery performed on (B)(6) 2024. Revision and explant of implants was performed. Levels implanted were t10-s1. There were no patient symptoms reported. No further complications reported regarding the event.

Manufacturer narrative:
Country of event - canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.